Event description:
Premature infant delivered due to fetal distress and premature rupture of membranes. Patient intubated at delivery and surfactant given. On dol (day of life) #(B)(6), neurally adjusted ventilatory assist (nava) technology initiated w/ 6 fr. Electronic diaphragm monitoring (edi) catheter placement. Edi catheter length = 49 cm. On day of life (dol) #(B)(6), the catheter was advanced by the nurse to 14 cm per "vent notification." Per report of staff, vent feedback was appropriate, and the catheter was left at 14 cm. On dol #(B)(6), the edi catheter was exchanged per manufacturer guidelines (change every 5-7 days). The new catheter was inserted to distance of 14 cm as previous and catheter placement was confirmed. On dol #(B)(6), the rn noted the edi catheter was at 15 cm. The nurse noted that placement was confirmed with auscultation and ventilator feedback. On dol #(B)(6), the infant had desaturations and was noted to have a tense and erythematous abdomen. The endotracheal tube was confirmed in good position. X-ray of the abdomen revealed free air. Surgery was consulted; a gastrografin study revealed the catheter was seen intra-peritoneally. The catheter was removed. A laparotomy was performed with drain placement to decompress the abdomen. Noted concerns reported by neonatology: the medical team had no reason to believe the catheter was in wrong based on the feedback from the ventilator, which is how the representative from the company instructed the team to monitor placement. The catheter measured deeper than in previous days, but diaphragmatic activity was still picked up by the ventilator which led team to believe tube was where it needed to be. Concerns regarding education provided by company to medical providers regarding repositioning the catheter and recognizing when it is possibly out of place.